Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper shaping broke during use; the broken part has been retrieved, but the customer specified that a surgery was needed for the retrieval. Further information has been requested.

Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. The provided batch number has no corresponding with the catalog # involved in this complaint. Right batch number being unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend.